Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. -device is used for treatment. -a definitive root cause cannot be determined. -the event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that before surgery it was found that the tray was bent. There was no harm or delay. There was no adverse event reported as a result of this malfunction.